Event description:
In 2008, for the stealthstation unit, by medtronic navigation (mnav), for this same event: surgeon used a medtronic m4 microdebrider navigated with a treon image guided system to perform the ent procedure resulting in a csf leak. Leak was repaired and pt recovered satisfactorily. Corporate rep thoroughly tested the navigation system with instrument and concluded that inaccuracy was likely caused by worn attachment point of the array and microdebrider. Instrument (m4 hp) taken out of service pending replacement of hand piece and suretrak array.

Manufacturer narrative:
The hand piece was evaluated and was found to have worn edges on its right side igs array mounting post, substantially more worn when compared to the left side igs post. Appears to be worn from repetitive mounts and dismounts of the array. The array used in the procedure was requested, but the hospital reported that it had been thrown away when they received the replacement. Initial MDR was also submitted for this same event by medtronic navigation for their treon igs in 2008.